Manufacturer narrative:
(Expiration date): unk, serial number reported missing a digit. (Device manufacturing date): unk, serial numbers reported missing a digit. Claim #: (B)(4).

Event description:
The reporter indicated that a 13.7mm, tmicl13.2, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The reporter stated, " pom1 went to ed around midnight found to have iop of 50. Given narcotics, diamox, and timolol, and seen in clinic the next am w/ vault-200 and iop of 10. Pt. Reported sx of eye pain/pressure once since that event. On all other f/u's, vault- 700." It was reported that the surgeon, " opted to enlarge the lpis .for patient condition (last visit date: (B)(6) 2020) the reporter reported bcva 20/20-2; ucva 20/25-2; vault 650. For status of the eye (signs/symptoms), "quiet; pt asymptomatic. Enlarged lpis at this visit," was reported. Cause of event was reported as unknown.